Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Product location unknown.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury or delay as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI# (B)(4).